Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence, menometrorrhagia, uterine fibroids, and a hypermobile urethra. The patient underwent the concurrent procedures of a laparoscopic assisted vaginal hysterectomy with bilat salpingo-oophorectomy during mesh implantation. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 10/25/2019. Additional narrative: it was reported that following insertion the patient experienced urinary incontinence, urinary urgency and urinary tract infection.